Manufacturer narrative:
(B)(4). After battery installation unit gave blank display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked and bleeding liquid crystal display glass, deep scratched, dented liquid crystal display window, cracked case (battery tube) and cracked keypad at select button.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked, broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.